Event description:
The customer stated an architect i2000sr analyzer generated (B)(6) results for multiple patient samples. The samples generated (B)(6) results on an axsym analyzer and on a centaur analyzer. No patient data was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6) result. No consequences or impact to patient. This report is being filed on an international product, architect anti-hbc ii, list 8l44, that has a similar product distributed in the us, architect core, list 6l22. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained kits of architect anti-hbc ii lots, a search for similar complaints, and a review of labeling. Based on shipping records, it was found the customer had been using lots 04602li00 and 06699li00. Retained kits of these two lot numbers were calibrated on two different instruments and both calibrations met instrument specifications. All control values met control specifications and were in the typical range. In addition, the clinical sensitivity of the lots were evaluated. The obtained results were compared with data provided from the manufacturer for this panel and both reagent lots detected one bleed earlier reactive as the data provided by the manufacturer. No adverse trend was identified for the customer's issue. A review of product labeling determined that the issue is adequately addressed. Based on the investigation no product deficiency was identified.